Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) with "varible" angle locking compression plate (va-lcp) for distal radius fractures. When the surgeon tried to insert a va locking screw to a distal hole on the radius side of an unknown plate, the torque was not generated. At that time, the surgeon used a varible angle sleeve and varied angle of screw insertion within the permissible range of the angle. The surgeon attempted to insert it several times without success. The surgeon changed the locking screw but the problem was not fixed. Eventually, the surgeon gave up inserting the screw at the hole. The plate was fixed with screws at the other holes. The surgery was completed within a thirty (30) minute delay. There was no adverse consequence to the patient. Concomitant devices reported: unknown va sleeve (part# unknown, lot# unknown. Quantity 1) va screws (part# unknown, lot# unknown. Quantity 3). This report is for one (1) 2.4mm ti va locking screw stardrive 16mm-sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the evaluation has shown that the thread flanks at the screw head of the received va (variable angle) locking screw are totally flattened. Functional test: the relevant features are deformed in a manner which prevents accurate function check of the feature. Dimensional inspection: the relevant features are deformed in a manner which prevents accurate measurement of the feature. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint description can be confirmed as in the current condition of the screw with the completely flattened thread flanks a locking in a plate is impossible. The anodized layer is worn away at all damages, which clearly indicates that they were caused post-manufacturing by an excessive contact with the counterpart. Therefore we have to assume that the screw was inserted in an inappropriate angle, that this caused the damages at the threads and finally the complained malfunction. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot please note, this DHR review is for sterilization procedure only: part no.: 04.210.116s lot no.: 1l98728 manufacturing location: selzach supplier: (B)(4). Release to warehouse date: 22.oct.2018 expiry date: 01.oct.2028 non-sterile 04.210.116 / h737062 was manufactured in us, monument manufacturing location: monument manufacturing date: 25-sep-2018 part number: 04.210.116, 2.4mm ti va locking screw stardrive 16mm lot number: h737062 (non-sterile) component part(s) reviewed: pat number: 04.211.016.999, 2.8mm ti screw blank 16mm 02.7 variable angle w/sd8 lot number: h693846. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: the incorrect PMA/510k date was inadvertently utilized in initial medwatch. The correct date is (B)(6) 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on january 10, 2019, the patient underwent an open reduction internal fixation (orif) with varible angle locking compression plate (va-lcp) for distal radius fractures. When the surgeon tried to insert a va locking screw to a distal hole on the radius side of the plate, the torque was not generated. At that time, the surgeon used a varible angle sleeve and varied angle of screw insertion within the permissible range of the angle. Then, the surgeon retried to insert it several times, but he could not succeed. So, the surgeon changed the locking screw to another one, but the problem was not fixed. Eventually, the surgeon gave up inserting the screw at the hole. The plate was fixed with screws at the other holes. The five (5) screws out of six (6) distal screw holes were inserted and more than three screws captured the distal bone fragment. The surgery was completed within a thirty (30) minute delay. The surgeon commented after post-operative x-rays that the fixation is fine. There was no adverse consequence to the patient. Concomitant device reported: unknown va sleeve (part# unknown, lot# unknown. Quantity 1), unknown va screws (part# unknown, lot# unknown, quantity: unknown).